Manufacturer narrative:
(B)(4). The customer provided six photos for analysis. No obvious defects or anomalies were observed on any section of the needle. The customer also returned one 18ga introducer needle for analysis. No obvious signs of use were observed. Visual and microscopic examination of the needle bevel did not reveal any defects or anomalies of any kind. Further analysis of the needle revealed cracking on the hub. The customer was contacted to confirm if they were aware of the cracking. They confirmed that they were not aware of the cracking. Therefore, the circumstances of the cracking cannot be verified. The needle bevel length measured 0.1273", which is within the specification limits of 0.120"-0.138" per the cannula product drawing. The cannula outer diameter measured 0.0500", which is within the specification limits of 0.0495"-0.0505" per the cannula product drawing. The cannula inner diameter at the distal and proximal ends measured 0.041", which is within the specification limits of 0.041"-0.043" per the cannula product drawing. The returned needle was inserted through lab inventory simulated skin. The needle inserted with no issue. Performed per IFU statement, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate". A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate". The report of a defective needle tip was not confirmed through investigation of the returned sample. Visual, dimensional, and functi onal analysis of the needle bevel revealed no defects or anomalies; however, the circumstances during use of the device could not be evaluated. A device history record review did not reveal any relevant findings to suggest a manufacturing issue. Based on the customer report and the sample received, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that " it was difficult to insert the needle into patient's skin, as if it was not bevelled. Intervention performed by a senior doctor." The device was replaced. There was no patient consequences besides pain. There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that " it was difficult to insert the needle into patient's skin, as if it was not bevelled. Intervention performed by a senior doctor." The device was replaced. There was no patient consequences besides pain. There was no medical intervention required. The patient's current condition is reported as "fine".